Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint is 226 days. The expected lifetime of a wheelchair cushion is two years. Discussion: in reviewing the complaint, dealer reports the jay cryo cushion is not shaping properly and as a result, the cushion is not comfortable for the end user. The end user's occupational therapist (ot) reports that the bladder had no leaks and was properly massaged by the hospital staff, the ot and the technical team. This device is used for treatment, not diagnosis. The dealer requested a warranty replacement for the cryo fluid bladder. The initial report from the dealer stated the pressure sore stage was unknown. On november 10, 2023, the dealer reported new information on the staging and characteristics of the pressure sore. The pressure sore is reported to be stage 2-3 and is located at the top of the coccyx, surrounded by hardened skin. Treatment includes triad dressing and frequent scheduled offloading. The end user is bed-ridden and does not move regularly. Conclusion: in conclusion, based on the allegation of a serious injury (stage 2-3 pressure sore) that required medical intervention, this MDR is being filed.

Event description:
Dealer reports the jay cryo cushion is not shaping properly and as a result, the cushion is not comfortable for the end user. The end user's occupational therapist (ot) reports that the bladder had no leaks and was properly massaged by the hospital staff, the ot and the technical team. The pressure sore is reported to be stage 2-3 and is located at the top of the coccyx, surrounded by hardened skin. Treatment includes triad dressing and frequent scheduled offloading. The dealer requested a warranty replacement for the cryo fluid bladder.